Manufacturer narrative:
The returned intraocular lens (iol) was analyzed by fourier transform infrared (ftir) spectroscopy in order to identify the reported "smudge" on the surface of the lens. The smudge was easily lifted off and appeared as a translucent thin film. Edx of the residue shows primarily sodium (na) and chlorine (cl). The spectrum of this smudge is identical to the reference spectrum for sodium hyaluronate a device routinely used during cataract surgery with iol implantation. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All known information is included in this report.

Event description:
It was reported by the surgery center that smear had developed on the intraocular lens that could not be cleaned off, lens was explanted 3 weeks after implantation.

Manufacturer narrative:
The intraocular lens was received and is currently under evaluation at an independent laboratory. Lens met all specifications prior to release. No conclusion can be reached at this time as the device is still undergoing analysis all information available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.